Event description:
Nurse in room with ventilator dependent pt, observed back pressure alarm as pt coughed. As nurse attemped to silence alarm, experienced sparking, sending vent in-op. Pt was bagged while techs attempted to restart. Ventilator would not come back on-line. No adverse outcome.